Event description:
Olympus was informed the endoeye high-definition ii, autoclavable video telescope was returned to the olympus repair center for an unspecified device problem. The customer reported problem was found at reprocessing. However, during the olympus inspection, the scope was found to produce a colored image defect. No death or injury and no harm to patient or other was reported. This report is being submitted to capture a colored image defect found during olympus inspection.

Manufacturer narrative:
Details of the inspection findings could not be provided as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
During the inspection of the affected device, it was found that the device produced images with changing colors (purple, green) and it was found that the cable unit of the affected device caused this issue. In addition, it was found that the grey protection hose had a cut. The cut is not the cause for the image error. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: cable unit ¿ color issue: 1. Cable pins of the odu connector are too small for shield cables ¿ shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within odu connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig not fully suitable for soldering process ¿ cables and soldering joints are under stress during manufacturing process, and this can lead to premature damage of the soldering joints. 4. Soldering process at olympus is not up to date. New guidelines for soldering process are available ¿ the new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. Cable unit: cut in the grey protection hose: this issue was caused by improper handling by the user. Outer tube: damaged fiber bonding of the light fibers: this issue was caused by improper handling by the user (external force). Olympus will continue to monitor the field performance of this device.